Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pocket infection. The device was explanted a temporary device has been implanted. The patient was stable and there were no adverse consequences.